Manufacturer narrative:
After battery installation, the right and menu buttons were not working. After swapping the boards into another case, the keypad problem resolved itself. Upon further review, there was corrosion and mold underneath the switches of these 2 buttons. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer reported that the keypad was unresponsive. Customer did assist with troubleshooting. The customer reported that they received power error alarm. The insulin pump will not be returned for analysis.